Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with known good ar-6410 main pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired knee pressure preset, the run button was pressed to start the machine. The device was run for 65 minutes with no sudden changes in pressure observed. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. The device information was read, and the total run time for the device was indicated to be 15 days, 3 hours, 9 minutes. No problem found. Refer to investigation photos.

Event description:
It was reported that during a knee arthroscopy the pump increased from the standard setting of 30 to 120 on its own. The pump could no longer be stopped. Fluid ran into the patient's leg. The surgery was interrupted and a new tower was used to continue the surgery. It was further reported that the patient is being monitored and if the fluid does not drain, the patient will need to undergo another operation to have the fluid pumped out. If the second surgery is necessary, it will be performed on the same day (B)(6). No further information was received. Update avoe 05-sep-2025 it was confirmed that the patient did not need another operation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.